Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the set was filled with solution and that there was a hole in the tube near to the connection sealing of the drip chamber. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a hole near the drip chamber. This event occurred before use. There was no patient involvement. No additional information is available.